Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy malignant surgical procedure, the customer reported a non-recoverable fault. The customer power cycled the system to clear the error. The procedure was converted to traditional laparoscopic surgery despite successful troubleshooting with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. The unit was analyzed and upon visual inspection, there were not issues that would be related to the reported event. The unit was installed onto a golden system and did function as expected. The golden system was set to run 10 power cycles after which the error logs were investigated. 1153 error logs were not found. The complaint was confirmed by failure analysis.